Event description:
Outbound, pt stated that they were not able to open two of their prefilled cassettes due to how tight the red caps were, patient had to mix one backup cassette. No further details provided.